Manufacturer narrative:
Device is an instrument that is reusable. The investigation consisted of an analysis of the returned instrument, and a review of product labeling and the device history record for the lot. The investigation determined the device met product specifications. The inspection of the product found that the driver broke from a sideways force that bent the tip. The investigation concluded that the product malfunctioned due to use error based on the analysis of product labeling and the returned product.

Event description:
In 2007, a patient was undergoing revision surgery of the cervical spine to address disc disease at an adjacent level. During the revision surgery, the threaded screw removal driver broke when the surgeon had difficulty removing the implanted screws. The broken portion of the driver was removed by the surgeon without injury to the patient. Because the surgeon had difficulty removing the screws, he did not explant the other hardware, but completed the case by inserting graft in the diseased disc space. There was reportedly a 1 hour delay.